Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/24/2012 to the present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device is broken/damaged. No patient involvement.

Manufacturer narrative:
"H7" & "h9" field updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt handle, barrel clamp, tube drive, wiper seal, iui bracket, and sleeve drive and lt/rt iui. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/24/2012 to the present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damage of the cover front syringe. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1604765 for syr rear case, CAPA #: ca-2018-0161 for iui conn issues.

Event description:
The customer reported that the device is broken/damaged. No patient involvement.